Event description:
Initial result for a pt creatinine was 5.0 mg/dl. When repeated, the result was 0.8 mg/dl. The incorrect result was not used to guide therapy. The field service repesentative found the cuvette wash was malfunctioning and repaired the instrument by adjusting the detergent dispense on the wash.